Manufacturer narrative:
Novocure's medical opinion is that the wound infection is not related to optune. This was a post-operative wound infection and optune use had been discontinued prior to the resection surgery and had not been restarted prior to the onset of the infection.contributing factors wound infection in this patient include concomitant dexamethasone (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation and prior surgery affecting skin integrity. Wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).

Event description:
A (B)(6) year old male patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2020. On (B)(6) 2020, brain MRI revealed gbm progression in the right middle temporal gyral resection cavity with increased surrounding vasogenic edema and an 8 mm right to left midline shift. On (B)(6) 2020, during an audiovisual telehealth follow-up call, prescriber noted that the patient denied any symptoms. Patient was started on an anti-inflammatory medication (dexamethasone 4 mg 3x daily) with instructions to follow-up with the neurosurgeon. On (B)(6) 2020, patient presented to the emergency department with nausea, vomiting, dizziness, left-sided weakness, and ataxia. Optune therapy was discontinued. Patient was admitted and a craniotomy was performed for exploration, biopsy, and surgical resection. Cranium hardware and previous bone flap were removed. Dura was opened for lesion removal and complete debulking. Due to significant cerebral edema and intracranial pressure, dura was left open and the bone flap was not replaced. Cranium wound was sutured and prophylactic antibiotic medication was started. Patient recovered in the ICU in stable condition. On (B)(6) 2020, novocure was informed by the daughter that the patient had not resumed optune therapy due to an infection. Per prescribing physician, cause of the wound infection was possibly related to optune therapy.